Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the torque wrench revealed minor wear. Torque test was conducted. It was found that the wrench is torquing consistently above its specification at all the settings. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The torque wrench has a potential field age of over 13 years. It has been extensively used based upon its worn appearance and was likely subject to numerous autoclave cycles. Although not proven, the most probable root cause for the over-torquing of the wrench can be attributed to lack of maintenance during its time in use, resulting in the torque wrench exerting slightly more torque than its upper specification limit. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The torque wrench is not calibrated properly. Patient consequence? :no.